Event description:
It was reported while using bd bactec mgit 320 instrument, there were an unspecified number of false positive occurrences. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec mgit 320 instruments, there were an unspecified number of false positive occurrences. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: catalog # 441743, s/n (B)(6): it was reported that there are false positives and about two occur per day. An fse went on site and reported that they could not confirm the phenomenon. They checked the instrument's log file and found no abnormalities with the instrument. The case was closed. The root cause cannot be determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with smm related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.